Event description:
It was reported that air bubbles were observed within the tubing resulting in the customer experiencing an elevated blood glucose level displayed as "high"; although specific value was not provided. Customer performed a supply change to address the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.